Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 28 mg/dl, convulsions, memory loss, and an unspecified back injury. Bg was treated via intravenous saline, and a glucagon injection. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. The customer alleged the pump did not adjust insulin delivery as intended; however, this could not be confirmed as a system check with tandem technical support confirmed the pump was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy.